Manufacturer narrative:
The harmonic ace curved shears insert was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the blade was broken and the broken fragment was not returned with the instrument. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusion: the tip of the harmonic ace curved shears insert broke off and fell into the patient. Per the information provided, the fallen tip was retrieved.

Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, one of the tips of the harmonic ace curved shears insert broke off and fell into the patient. All fragments were retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The initial reporter indicated that the fragment was removed laparoscopically. She indicated that the instrument was inspected prior to use and that it had been in use for approximately one hour before the tip broke off. She also indicated that the surgeon was performing tasks with lung tissue and tissue around the lung at the time of the event. The initial reporter denied any instrument collisions and denied any x-rays were performed as a result of the reported event. She also denied that the patient experienced any intra-operative or post-operative complications.